Event description:
It was reported that during the laser photoselective vaporization of the prostate procedure after 24278.00 joules used on the first fiber, the tip broke and the aiming beam fires straight out of fiber. A second fiber had the same issue after 100601.00 joules used and also the same issue with the third fiber after 10279.00 joules used. The customer had opened a fourth fiber and after 91290.00 joules used the tip broke and the aiming beam fires straight out of fiber also. The procedure was completed without clinical consequences to the patient. This is for the fourth fiber.

Manufacturer narrative:
This report is for the same event as manufacturer report: 2937094-2020-00133, 2937094-2020-00140, 2937094-2020-00139. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap exhibits very mild devitrification at output window. The metal cap exhibits mild detritus adhesion on surface. The aim beam is present at fiber output window, there are no signs of breakage along length of fiber, the connector cone, segments, and tabs appear in good condition and secured. There were no signs of tip break/fracture, so the investigation conclusion code for the reported issue is no problem detected. Analysis of the returned fiber, did not identify the as reported fiber break. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question. .

Manufacturer narrative:
This report is for the same event as manufacturer report: 2937094-2020-00133. This report is for the same event as manufacturer report: 2937094-2020-00140. This report is for the same event as manufacturer report: 2937094-2020-00139.

Event description:
It was reported that during the laser photoselective vaporization of the prostate procedure after 24278.00 joules used on the first fiber, the tip broke and the aiming beam fires straight out of fiber. A second fiber had the same issue after 100601.00 joules used and also the same issue with the third fiber after 10279.00 joules used. The customer had opened a fourth fiber and after 91290.00 joules used the tip broke and the aiming beam fires straight out of fiber also. The procedure was completed without clinical consequences to the patient. This is for the fourth fiber.